Event description:
Customer was in the process of removing collimator. One technique could not remove it, and asked the other tech to help. The second tech was removing the collimator when grip slipped the tech behind tech.